Event description:
In 2008, it was reported to boston scientific corporation that an endovive standard peg kit was used during a feeding tube placement procedure (elderly patient; age, gender, weight unknown). According to the complainant, "during preparation they found the scalpel would not come unlock [when taken] out of the package". The physician reportedly completed the procedure with another scalpel. At the conclusion of the procedure, the pt's condition is reported as "fine".

Manufacturer narrative:
The device has not been returned for evaluation; therefore, a device analysis is not available. The cause of the reported malfunction is undetermined. A review of the complaint database did not reveal any additional complaints reported for the same lot. The may 2008 15-month initial g-tube enteral feeding product family trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.